Event description:
It was reported that this implantable cardioverter defibrillator (ICD) appeared to have delivered inappropriate bursts of anti-tachycardia pacing (atp) and shocks possibly due to atrial fibrillation (af) with rapid ventricular response (rvr). The health care professional (hcp) requested technical services (ts) review of device data to confirm device operation. Ts reviewed data and noted numerous ventricular events that appeared to be rapid ventricular response (rvr) and were atrial driven. It was also noted the delivered therapies of bursts of anti-tachycardia pacing (atp) and shocks were unable to convert the rhythm. The hcp noted that the rhythm was controlled by medication. The presenting electrogram (egm) showed device was operating as programmed. Ts advised the hcp to consult cardiology for further analysis of the rhythm, and programming and/or medication changes. No adverse patient effects were reported. The device remains in service.